Manufacturer narrative:
(B)(4). Concomitant medical products: 110017105 7016877 g7 finned 4 hole shell 56f, 30124006 65003239 g7 vit e high wall lnr 40mm, f 00625006535 j7105893 bone scr 6.5x35 self-tap, 00625006535 j6852517 bone scr 6.5x35 self-tap, and unknown stem. Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00830.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately 4 months post implantation due to reoccurring dislocations. The head and liner were revised as well as the cup to add anteversion.additional information on the reported event is unavailable.